Event description:
First use - from manufacturer's packaging, the staple load was not pushed all the way down, but fired ok. The second load placed on stapler by surgical tech, and when dr. Placed on tissue in the abdomen and attempted to close the device, the staple unit popped off device and into abdomen. Ethicon rep, called into room and offered information as to reasons for this occurring.